Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by customer's aunt that the sensor is giving them issues. A sensor was bent upon insertion. Customer's aunt also mentioned she is having problems with infusion set when inserting. It was reported that cannula was bent. The blood glucose reading was unknown. Nothing further reported.